Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. While mapping with the decanav electrophysiology catheter using an agilis as the sheath in the epicardium, an effusion was noticed using intracardiac echocardiography (ice) during mapping. The procedure was stopped. Cardiothoracic surgeons did a sternotomy. They found a torn adhesion in the epicardium and a tear in the right ventricle (rv). They drained approximately 400ml of fluid from the epicardium. Reversed heparin. Prior to the procedure it was noted the rv had thin walls on the scan. The tear in the rv was possibly caused by the needle when getting access. No ablation was performed. Decanav electrophysiology catheter, ice, and an abbott rv catheter were in patient at the time of the adverse event. The physician saw the patient last night and they were 'doing well'. The surgery was delayed due to the reported event. The procedure was not completed successfully. Surgery was needed to stop the effusion. Other medical interventions were necessary. Patient had a sternotomy to address tear in rv and adhesion tear in epicardium. Additional information was received in the event. After the procedure, the patient was monitored in intensive care unit (ICU). The patient will be put on the heart transplant list. There was no delay during the surgery. The surgery was abandoned to fix the right ventricle (rv) tear. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this event was the procedure and patient condition. It is unknown if the rv tear was associated with the bwi product or agilis product. It is likely it was caused by getting access in the pericardial cavity with the needle. No ablation was performed. A transseptal puncture was not performed. This event was assessed conservatively MDR reportable under the decanav electrophysiology catheter as effusion was noticed during mapping with the decanav electrophysiology catheter.